Event description:
Revision left hip removal of securefit max stem.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the case notes by a clinical consultant concluded that event description could not be confirmed. Additional information such as x-rays and explanation of explanted component are needed to confirm the event. -device history review: a device history review could not be performed as the reported lot code was not valid. -complaint history review: a complaint history review could not be performed as the reported lot code was not valid. Conclusions: the root cause of this event could not be determined based on the information available. A medical review could not confirm the event as additional information such as x-rays and explanation of explanted component are needed to confirm the event.

Event description:
Revision left hip removal of securefit max stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. The lot provided, mkmp1e, was determined to be invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.